Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. There was no motor error alarm, the motor passed the motor test and the drive support disk had no anomaly during inspection. The insulin pump had scratches on the lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and no screeching noise anomaly. There was no motor position encoder error alarm on the alarm history screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 415 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the insulin pump mad a screeching sound, the insulin pump did not work and they may have had leaky reservoirs. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised the motor error alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.